Manufacturer narrative:
One pump was received for evaluation. Physical inspection has found the pump to be in fair condition with cracked housing. Functional testing to detect for delivery accuracy found the pump to be over-delivering confirming the customer's complaint. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy mdl, 6500 is over-delivering on the downstream. No further information available. No patient injury resulted.